Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was experiencing an intermittent-power issue, which is identified by the presence of power-reboot events. In addition, it was reported that the battery compartment was cracked. Also, the yellow o-ring of the battery cap was reportedly visible at the time of the power interruption; per the instructions for use (IFU), the yellow o-ring of the battery cap should not be visible during pump operation, otherwise the pump is susceptible to power-related failures. The reported stated that the battery cap had been secured to the pump case per the IFU upon the last attempt to secure the battery cap prior to the occurrence of the power interruption. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/26/2015. Device evaluation: the insulin pump has been returned and evaluated by product analysis on 01/12/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of black box data found multiple power on reset events on and before the complaint date. The battery compartment was found to have cracked from the threads area to the case seal. Battery cap contact measurements were within specifications. Using the returned battery cap, the pump powered up with auditory and vibratory features. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Pump casing was opened and no evidence of moisture or loose components was found inside the pump. The alleged intermittent power issue was verified in the black box but not duplicated in the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.